Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 variable 3 was noted in the history download due to broken trace pin. Toggled on/off and increased/decreased volume with the audio feature functioning properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and faded end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had absence alarm or audio alarms. Customer performed self test and they received hardware low level failure alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.